Event description:
Received a maude report stating that the 840 ventilator alarm sounded. Ventilator not ventilating pt. Ventilator taken out of service and pt manually bagged by nurse until replaced with a new ventilator. No harm to pt. Diagnosis or reason for use: respiratory failure. Event type: injury. Pt outcome: required intervention. Report number (B)(4). Neither ventilator serial number nor customer info was available.